Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the superficial femoral artery. The 1.5mm x 20mm sterling balloon ruptured at 5atms during the initial inflation. The procedure was completed with a different device no patient complications were reported and the patient's status is good.